Event description:
Customer reported an occlusion alarm, which had occurred earlier in the day before contacting technical support. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer replaced the cartridge and resumed insulin.